Manufacturer narrative:
The device was not returned to the MFR. The customer support engineer (cse ) verified the malfunction at the user facility. The cse inspected the device and upgraded the software to the current revision. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report was received from the USA stating that the device was inoperative and displayed "vent inop". The device was not being used on a pt when the event occurred. No add'l info was available.